Event description:
The penultimate device check was performed on (B)(6) 2016 and battery impedance was at 3.49kohms with a magnet rate of 95 min-1. Time to eri was displayed as 35 months (+/-2 months). The device was operating in dddr mode. The last follow-up was performed on (B)(6) 2017 and the device was found in emergency mode (vvi mode, 70min-1). The device was explanted the day after and discarded. Note that the patient is device-dependent.

Manufacturer narrative:
Preliminary analysis showed that normal battery depletion occurred on this device.

Event description:
The penultimate device check was performed on (B)(6) 2016 and battery impedance was at 3.49kohms with a magnet rate of 95 min-1. Time to eri was displayed as 35 months (+/-2 months). The device was operating in dddr mode. The last follow-up was performed on (B)(6) 2017 and the device was found in emergency mode (vvi mode, 70min-1). The device was explanted the day after and discarded. Note that the patient is device-dependent.

Event description:
The penultimate device check was performed on (B)(6) 2016 and battery impedance was at 3.49kohms with a magnet rate of 95 min-1. Time to eri was displayed as 35 months (+/-2 months). The device was operating in dddr mode. The last follow-up was performed on (B)(6) 2017 and the device was found in emergency mode (vvi mode, 70min-1). The device was explanted the day after and discarded. Note that the patient is device-dependent.